Manufacturer narrative:
Device manufacture date: june 30, 2016 ¿ july 5, 2016. (B)(4), the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional flow rate test was performed and passed successfully with no issues relating to the report condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused solution. The device was filled with fluorouracil hs (4025mg) in 0.9% sodium chloride. The total fill volume was 115ml. The reporter stated that after 46 hours, there was still 3/4 of a "golf ball" left in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.